Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a brain hemorrhage and expired. It was reported that the patient was non complaint with their coumadin regimen. Reportedly, the event was not device related and the pump functioned as intended. No further information is available.

Manufacturer narrative:
A correlation between the device and the reported stroke could not be determined. The product was not returned. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.